Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), gait disturbance ("limp"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), blindness ("loss of vision"), ear pain ("strong ear pain"), headache ("strong headaches") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal 1st bilateral salpingectomy and 2nd subtotal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, swelling, gait disturbance, genital haemorrhage, metal poisoning, blindness, ear pain, headache and arthralgia outcome was unknown. The reporter considered arthralgia, blindness, ear pain, gait disturbance, genital haemorrhage, headache, metal poisoning, pelvic pain and swelling to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal distension ("abdominal swelling"), gait disturbance ("limp"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), blindness ("loss of vision"), ear pain ("strong ear pain"), headache ("strong headaches"), arthralgia ("joint pain"), breast mass ("lumps in the breasts"), hypoferritinaemia ("lack of ferritin"), adnexa uteri pain ("ovary pain after essure removal"), deafness ("loss of hearing"), fatigue ("tiredness / fatigue"), anxiety ("anxiety"), muscle contractions involuntary ("contractions"), dry mouth ("dry mouth"), lactose intolerance ("lactose intolerance"), abdominal pain lower ("chronic abdominal pain n the lower right abdomen"), tinnitus ("ringing in the ears"), urinary incontinence ("urine leakage") and intermenstrual bleeding ("metrorrhagia (20-day long bleeding, irregular in duration)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal 1st bilateral salpingectomy and 2nd subtotal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal distension, gait disturbance, genital haemorrhage, metal poisoning, blindness, ear pain, headache, arthralgia, breast mass, hypoferritinaemia, adnexa uteri pain, deafness, fatigue, weight increased, anxiety, muscle contractions involuntary, dry mouth, lactose intolerance, abdominal pain lower, tinnitus, urinary incontinence and intermenstrual bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, anxiety, arthralgia, blindness, breast mass, deafness, dry mouth, ear pain, fatigue, gait disturbance, genital haemorrhage, headache, hypoferritinaemia, intermenstrual bleeding, lactose intolerance, metal poisoning, muscle contractions involuntary, pelvic pain, tinnitus, urinary incontinence and weight increased to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. She has been on sick leave from (B)(6) 2019 to (B)(6) 2020 due to: lack of ferritin, excessive bleeding, pelvic pain, metallosis, shocks when the mobile phone rings, intense headaches, limping, loss of vision and hearing, abdominal swelling, pelvic pain, tiredness, fatigue, weight gain, anxiety, contractions, dry mouth, lactose intolerance, ringing in the ears, urine leakage. After the removal of the devices, she had a lot of pain, including, left ovary pain, for which she visited the emergency room intermittently, to the point of even being hospitalized on several occasions for a colonoscopy. She also went to medical rehabilitation in a private medical center, 40 sessions of physiotherapy on pelvic floor that have been carried out between the dates of 3 august to 3 (B)(6) 2020. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. On 17-may-2021: ha reference added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('fragment at the level of the right uterine cornual region') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of intermenstrual bleeding ("metrorrhagia lasting 18 days"), 3 years 10 months after insertion of essure. On (B)(6) 2016, the patient experienced hypomenorrhoea ("last three months her periods are less abundant and irregularity") and menstruation irregular ("last three months her periods are less abundant and irregularity") and was found to have uterine leiomyoma ("calcification the right lower pelvis"). On (B)(6) 2019, the patient experienced inflammation ("abdominal inflammation"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal distension ("abdominal swelling"), gait disturbance ("limp"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), blindness ("loss of vision"), ear pain ("strong ear pain"), headache ("strong headaches"), back pain ("back pain"), breast mass ("lumps in the breasts"), hypoferritinemia ("lack of ferritin"), adnexa uteri pain ("ovary pain after essure removal"), deafness ("loss of hearing"), fatigue ("tiredness / fatigue"), anxiety ("anxiety"), muscle contractions involuntary ("contractions"), dry mouth ("dry mouth"), lactose intolerance ("lactose intolerance"), abdominal pain lower ("chronic abdominal pain n the lower right abdomen / abdominal pain"), tinnitus ("ringing in the ears"), urinary incontinence ("urine leakage"), heavy menstrual bleeding ("hypermenorrhea since the insertion of essure"), the second episode of intermenstrual bleeding ("metrorrhagia (20-day long bleeding, irregular in duration)"), hypoferritinaemia ("being without ferretin"), iron deficiency anaemia ("anaemia"), arthralgia ("joint pain / hip pain"), joint swelling ("hip swelling "), dysgeusia ("everything tastes like iron") and adenomyosis ("adenomatosis of the uterus") and was found to have weight increased ("weight gain") and fallopian tube leiomyoma ("both tubes with slight fibrosis"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with tranexamic acid (amchafibrin) and surgery (essure fragmented removal via hysterectomy and essure removal 1st bilateral salpingectomy and 2nd subtotal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, abdominal distension, gait disturbance, genital haemorrhage, metal poisoning, blindness, ear pain, headache, back pain, breast mass, hypoferritinemia, adnexa uteri pain, deafness, fatigue, weight increased, anxiety, muscle contractions involuntary, dry mouth, lactose intolerance, abdominal pain lower, tinnitus, urinary incontinence, heavy menstrual bleeding, inflammation, the last episode of intermenstrual bleeding, hypoferritinaemia, iron deficiency anaemia, hypomenorrhoea, menstruation irregular, uterine leiomyoma, arthralgia, joint swelling, dysgeusia, fallopian tube leiomyoma and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, adnexa uteri pain, anxiety, arthralgia, back pain, blindness, breast mass, deafness, device breakage, dry mouth, dysgeusia, ear pain, fallopian tube leiomyoma, fatigue, gait disturbance, genital haemorrhage, headache, heavy menstrual bleeding, hypoferritinemia, hypomenorrhoea, inflammation, iron deficiency anaemia, joint swelling, lactose intolerance, menstruation irregular, metal poisoning, muscle contractions involuntary, pelvic pain, tinnitus, urinary incontinence, uterine leiomyoma, weight increased, the first episode of intermenstrual bleeding, hypoferritinaemia and the second episode of intermenstrual bleeding to be related to essure. The reporter commented: date of essure insertion were discrepancy ((B)(6) 2011, (B)(6) 2012). She had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. She has been on sick leave from (B)(6) 2019 to (B)(6) 2020 due to: lack of ferritin, excessive bleeding, pelvic pain, metallosis, shocks when the mobile phone rings, intense headaches, limping, loss of vision and hearing, abdominal swelling, pelvic pain, tiredness, fatigue, weight gain, anxiety, contractions, dry mouth, lactose intolerance, ringing in the ears, urine leakage. On (B)(6) 2020 essure device removal via surgical laparoscopy, first stage bilateral salpingectomy, followed by subtotal hysterectomy. After the removal of the devices, she had a lot of pain, including, left ovary pain, for which she visited the emergency room intermittently, to the point of even being hospitalized on several occasions for a colonoscopy.on (B)(6) 2020 chronic pain in the right abdomen after withdrawal of essure. She went to medical rehabilitation in a private medical center, 40 sessions of physiotherapy on pelvic floor that have been carried out between the dates of (B)(6) to (B)(6) 2020. On (B)(6) 2020 pain in left flank, usual treatment: duspatalan 135mg 1-1-1 and orfidal 1mg 0-0-1 without clinical worsening or new symptoms high fiber diet and painless metamizole 575mg every 8 hours was applied, on (B)(6) 2020 chronic abdominal pain refers to the left hemiabdomen from the hypochondrium, the pain increases with abdominal distension, which is probably due to gas accumulation, although no evidence of intestinal occlusion or sub occlusion is demonstrated by simple or radiological films, on (B)(6) 2020 pain analgesia persists, on (B)(6) 2020 continuous pain in the left hemiabdomen radiating to the lumbar region and left limb, poorly controlled with oral anesthesia, diliban 75/650 mg. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) -2019: no allergy to metals including nickel. Biopsy endometrium - on (B)(6) 2019: ploriferative endometrium. Haemoglobin - on an unknown date: 14.7 g/dl. Hysterosalpingogram - on an unknown date: tubal impermeability is confirmed. Imaging procedure - on (B)(6) 2019: radiopaque images in the pelvis in relation to post-treatment changes with essure. Calcification in the right lower pelvis due to its location, probably related to fibroids. Without other significant alterations. Pathology test - on (B)(6) 2019: proliferative endometrium are significant morphological deviations. Macroscopic description: several cylindrical fragments of light-brown color that, grouped together, measure 2.5x1.5x0.5 cm; on (B)(6) 2020: 1) uterine body: inactive endometrium. Adenomatosis of the uterus. 2 and 3) bilateral salpingectomy: both tubes with recognized metallic devices (intact and normally inserted) and slight fibrosis in relation to them, without inflammatory changes. Cynical facts: withdrawal of essures. Subtotal hysterectomy + bilateral salpingectomy. Specialist consultation - on (B)(6) 2014: gynecological examination and ultrasound are performed without ppreciating any fading; on (B)(6) 2015: gynecology consultation for metrorrhagia lasting 18 days and manifested hypermenorrhea since the insertion of essure. Ultrasound scan - on (B)(6) 2014: scan unremarkable. Ultrasound scan vagina - on (B)(6) 2019: uterus with retro normal, secretory endometrium. Right ovary with simple bilobed cyst measuring 3.25 x 2.31 c, normal left ovary; on (B)(6) 2019: uterus retro biometry 78 * 49 + 55, right essure in der horn, simple anechoic image of 9.7 * 8.9 mm is visualized. Left essure normoinsertion, no free liquid. X-ray of pelvis and hip - on (B)(6) 2019: both full-length devices are displayed on the side plate. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal distension ("abdominal swelling"), gait disturbance ("limp"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), blindness ("loss of vision"), ear pain ("strong ear pain"), headache ("strong headaches"), arthralgia ("joint pain"), breast mass ("lumps in the breasts"), hypoferritinaemia ("lack of ferritin"), adnexa uteri pain ("ovary pain after essure removal"), deafness ("loss of hearing"), fatigue ("tiredness / fatigue"), anxiety ("anxiety"), muscle contractions involuntary ("contractions"), dry mouth ("dry mouth"), lactose intolerance ("lactose intolerance"), abdominal pain ("chronic abdominal pain n the lower right abdomen"), tinnitus ("ringing in the ears"), urinary incontinence ("urine leakage") and intermenstrual bleeding ("metrorrhagia (20-day long bleeding, irregular in duration)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal 1st bilateral salpingectomy and 2nd subtotal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal distension, gait disturbance, genital haemorrhage, metal poisoning, blindness, ear pain, headache, arthralgia, breast mass, hypoferritinaemia, adnexa uteri pain, deafness, fatigue, weight increased, anxiety, muscle contractions involuntary, dry mouth, lactose intolerance, abdominal pain, tinnitus, urinary incontinence and intermenstrual bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, anxiety, arthralgia, blindness, breast mass, deafness, dry mouth, ear pain, fatigue, gait disturbance, genital haemorrhage, headache, hypoferritinaemia, intermenstrual bleeding, lactose intolerance, metal poisoning, muscle contractions involuntary, pelvic pain, tinnitus, urinary incontinence and weight increased to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. She has been on sick leave from (B)(6) 2019 to (B)(6) 2020 due to: lack of ferritin, excessive bleeding, pelvic pain, metallosis, shocks when the mobile phone rings, intense headaches, limping, loss of vision and hearing, abdominal swelling, pelvic pain, tiredness, fatigue, weight gain, anxiety, contractions, dry mouth, lactose intolerance, ringing in the ears, urine leakage. After the removal of the devices, she had a lot of pain, including, left ovary pain, for which she visited the emergency room intermittently, to the point of even being hospitalized on several occasions for a colonoscopy. She also went to medical rehabilitation in a private medical center, 40 sessions of physiotherapy on pelvic floor that have been carried out between the dates of (B)(6) to (B)(6) 2020. Most recent follow-up information incorporated above includes: on 30-apr-2021: the follow information were updated essure stop date, breast lump, hypoferritinemia, hearing loss, fatigue, weight gain, anxiety, contraction skeletal muscle, dry mouth, lactose intolerance, ringing in the ears, urine incontinence, metrorrhagia, ovarian pain, swelling nos updated to swelling abdomen. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('fragment at the level of the right uterine cornual region') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of intermenstrual bleeding ("metrorrhagia lasting 18 days"), 3 years 10 months after insertion of essure. On (B)(6) 2016, the patient experienced hypomenorrhoea ("last three months her periods are less abundant and irregularity") and menstruation irregular ("last three months her periods are less abundant and irregularity") and was found to have uterine leiomyoma ("calcification the right lower pelvis"). On (B)(6) 2019, the patient experienced inflammation ("abdominal inflammation"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal distension ("abdominal swelling"), gait disturbance ("limp"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), blindness ("loss of vision"), ear pain ("strong ear pain"), headache ("strong headaches"), back pain ("back pain"), breast mass ("lumps in the breasts"), hypoferritinemia ("lack of ferritin"), adnexa uteri pain ("ovary pain after essure removal"), deafness ("loss of hearing"), fatigue ("tiredness / fatigue"), anxiety ("anxiety"), muscle contractions involuntary ("contractions"), dry mouth ("dry mouth"), lactose intolerance ("lactose intolerance"), abdominal pain lower ("chronic abdominal pain n the lower right abdomen / abdominal pain"), tinnitus ("ringing in the ears"), urinary incontinence ("urine leakage"), heavy menstrual bleeding ("hypermenorrhea since the insertion of essure"), the second episode of intermenstrual bleeding ("metrorrhagia (20-day long bleeding, irregular in duration)"), hypoferritinaemia ("being without ferretin"), iron deficiency anaemia ("anaemia"), arthralgia ("joint pain / hip pain"), joint swelling ("hip swelling "), dysgeusia ("everything tastes like iron") and adenomyosis ("adenomatosis of the uterus") and was found to have weight increased ("weight gain") and fallopian tube leiomyoma ("both tubes with slight fibrosis"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with tranexamic acid (amchafibrin) and surgery (essure fragmented removal via hysterectomy and essure removal 1st bilateral salpingectomy and 2nd subtotal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, abdominal distension, gait disturbance, genital haemorrhage, metal poisoning, blindness, ear pain, headache, back pain, breast mass, hypoferritinemia, adnexa uteri pain, deafness, fatigue, weight increased, anxiety, muscle contractions involuntary, dry mouth, lactose intolerance, abdominal pain lower, tinnitus, urinary incontinence, heavy menstrual bleeding, inflammation, the last episode of intermenstrual bleeding, hypoferritinaemia, iron deficiency anaemia, hypomenorrhoea, menstruation irregular, uterine leiomyoma, arthralgia, joint swelling, dysgeusia, fallopian tube leiomyoma and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, adnexa uteri pain, anxiety, arthralgia, back pain, blindness, breast mass, deafness, device breakage, dry mouth, dysgeusia, ear pain, fallopian tube leiomyoma, fatigue, gait disturbance, genital haemorrhage, headache, heavy menstrual bleeding, hypoferritinemia, hypomenorrhoea, inflammation, iron deficiency anaemia, joint swelling, lactose intolerance, menstruation irregular, metal poisoning, muscle contractions involuntary, pelvic pain, tinnitus, urinary incontinence, uterine leiomyoma, weight increased, the first episode of intermenstrual bleeding, hypoferritinaemia and the second episode of intermenstrual bleeding to be related to essure. The reporter commented: date of essure insertion were discrepancy ((B)(6) 2011, (B)(6) 2012). She had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. She has been on sick leave from (B)(6) 2019 to (B)(6) 2020 due to: lack of ferritin, excessive bleeding, pelvic pain, metallosis, shocks when the mobile phone rings, intense headaches, limping, loss of vision and hearing, abdominal swelling, pelvic pain, tiredness, fatigue, weight gain, anxiety, contractions, dry mouth, lactose intolerance, ringing in the ears, urine leakage. On (B)(6) 2020 essure device removal via surgical laparoscopy, first stage bilateral salpingectomy, followed by subtotal hysterectomy. After the removal of the devices, she had a lot of pain, including, left ovary pain, for which she visited the emergency room intermittently, to the point of even being hospitalized on several occasions for a colonoscopy.on (B)(6) 2020 chronic pain in the right abdomen after withdrawal of essure. She went to medical rehabilitation in a private medical center, 40 sessions of physiotherapy on pelvic floor that have been carried out between the dates of 3 august to (B)(6) 2020. On (B)(6) 2020 pain in left flank, usual treatment: duspatalan 135mg 1-1-1 and orfidal 1mg 0-0-1 without clinical worsening or new symptoms high fiber diet and painless metamizole 575mg every 8 hours was applied, on (B)(6) 2020 chronic abdominal pain refers to the left hemiabdomen from the hypochondrium, the pain increases with abdominal distension, which is probably due to gas accumulation, although no evidence of intestinal occlusion or sub occlusion is demonstrated by simple or radiological films, on (B)(6) 2020 pain analgesia persists, on (B)(6) 2020 continuous pain in the left hemiabdomen radiating to the lumbar region and left limb, poorly controlled with oral anesthesia, diliban 75/650 mg. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: no allergy to metals including nickel. Biopsy endometrium - on (B)(6) 2019: ploriferative endometrium. Haemoglobin - on an unknown date: 14.7 g/dl. Hysterosalpingogram - on an unknown date: tubal impermeability is confirmed. Imaging procedure - on (B)(6) 2019: radiopaque images in the pelvis in relation to post-treatment changes with essure. Calcification in the right lower pelvis due to its location, probably related to fibroids. Without other significant alterations. Pathology test - on (B)(6) 2019: proliferative endometrium are significant morphological deviations. Macroscopic description: several cylindrical fragments of light-brown color that, grouped together, measure 2.5x1.5x0.5 cm; on (B)(6) 2020: 1) uterine body: inactive endometrium. Adenomatosis of the uterus. 2 and 3) bilateral salpingectomy: both tubes with recognized metallic devices (intact and normally inserted) and slight fibrosis in relation to them, without inflammatory changes. Cynical facts: withdrawal of essures. Subtotal hysterectomy + bilateral salpingectomy. Specialist consultation - on (B)(6) 2014: gynecological examination and ultrasound are performed without ppreciating any fading; on (B)(6) 2015: gynecology consultation for metrorrhagia lasting 18 days and manifested hypermenorrhea since the insertion of essure. Ultrasound scan - on (B)(6) 2014: scan unremarkable. Ultrasound scan vagina - on (B)(6) 2019: uterus with retro normal, secretory endometrium. Right ovary with simple bilobed cyst measuring 3.25 x 2.31 c, normal left ovary; on (B)(6) 2019: uterus retro biometry 78 * 49 + 55, right essure in der horn, simple anechoic image of 9.7 * 8.9 mm is visualized. Left essure normoinsertion, no free liquid. X-ray of pelvis and hip - on (B)(6) 2019: both full-length devices are displayed on the side plate. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-jun-2021: the follow information were updated lawyer's, hcp's reporter, medical history, patient details, lab data, product indication, other treatment product, hip swelling, inflammation localised, metrorrhagia, hypermenorrhea, hypoferritinaemia, iron deficiency anaemia, hypomenorrhoea, irregular menstruation, back pain, taste metallic, uterine adenomyoma, fallopian tube fibroid, device breakage based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.